Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient experienced a skin reaction with itching, burning, rash, redness, pimples, blisters, dry skin, scar, and pustules, under entire patch area. The patient confirmed that at the time of the report, the skin had a visible scar at the place the sensor was placed. The reaction was treated with a topical unspecified over-the-counter cream or ointment. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Manufacturer narrative:
(B)(4). B2 outcomes attributed to adverse event - additional. H2 additional information.

Event description:
Subsequent to the initial MDR, additional information is required.